Event description:
It was reported during a da vinci-assisted hysterectomy with bilateral tubes and ovaries cystoscopy surgical procedure, the instrument had a frayed cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Per subsequent follow-up with the da vinci coordinator on (B)(6) 2022, there were no fragments that fell into the patient as the instrument was removed as soon as frayed wire was noticed. There was no readmissions nor complaints. Post-operative appointment was scheduled on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure. Additional observation not reported was that the main tube exhibits signs of scratch marks or abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.23" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. Root cause is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to be unrelated to the customer reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the prograsp forceps (part# 471093-11 / lot# k10210823 / sequence# 0172) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event. There was no image or video clip submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: the expiration date is not applicable. The implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Adverse event are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure. Additional observation not reported was that the main tube exhibits signs of scratch marks or abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.23" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. Root cause is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to be unrelated to the customer reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the prograsp forceps (part# 471093-11 / lot# k10210823 / sequence# 0172) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial # (B)(4) with 6 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event. There was no image or video clip submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: the expiration date is not applicable. The implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Adverse event are not applicable.

Event description:
It was reported during a da vinci-assisted hysterectomy with bilateral tubes and ovaries cystoscopy surgical procedure, the instrument had a frayed cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Per subsequent follow-up with the da vinci coordinator on (B)(6) 2022, there were no fragments that fell into the patient as the instrument was removed as soon as frayed wire was noticed. There was no readmissions nor complaints. Post-operative appointment was scheduled on (B)(6) 2022. No further information was provided.